Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that patient faced tape not sticking event on 05/22/2024.the patient was swimming at the time of event. No further information available.